Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the clinic for follow up, and egm review indicated 10 episodes of t-wave oversensing but no therapy was delivered. It was noted that the r-wave had dropped. The pace/sense portion of the lead was capped, and the defib portion remains active.